Event description:
The customer reported the device is showing battery fully charged when battery is actually flat, charge button goes to orange not charging because it thinks it's full. There was no reported adverse patient impact.